Event description:
Home patient reported discomfort and cloudy effluent. Home patient presented to hospital on 10/21/97 with peritonitis. Home patient was treated with antibiotics and was released 2 days later. Follow up with health care professional reveals that contrary to the health care professionals intructions, home patient disconnects himself mid-therapy from the homechoice automated pd set without washing his hands masking his face, or capping himself or his set.